Event description:
Complaint #(B)(4). Per additional information received, the patient has experienced adhesions, mesh erosion, dyspareunia, recurrent vaginal pains (sharp), discomfort, infections, pain and suffering, surgical correction, and "other injuries as they become apparent". The pt underwent mesh excision of eroded mesh.

Manufacturer narrative:
The reported product number is imported into the united states by bard; however, the product is manufactured by an outside OEM, sofradim. Therefore, no investigation will be required by bard. This supplemental is being submitted based on a request dated 03jun2025. This record is follow-up (2) for record 1018233-2012-00894. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Per additional information received the patient has experienced injuries. Per additional information received, the patient has experienced adhesions, mesh erosion, dyspareunia, recurrent vaginal pains (sharp), discomfort, infections, pain and suffering, surgical correction, and ¿other injuries as they become apparent.¿ the patient additionally experienced menopause, which began at age 47, for which she underwent therapy with an unspecified estrogen replacement. The patient underwent mesh excision of eroded mesh. Per additional information received, the patient has experienced mesh erosion with revision of vaginal mesh x2, sling revision, tissue transfer, cystoscopy, cystourethroscopy, pelvic pain, dyspareunia, recurrent urinary stress incontinence, urinary frequency, nocturia, urinary incontinence, vulvar biopsies (reports not provided), vulvar itching and burning, recurrent stress incontinence, overactive bladder, and cholecystectomy.

Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced mesh erosion with revision of vaginal mesh x2, sling revision, tissue transfer, cystoscopy, cystourethroscopy, pelvic pain, dyspareunia, recurrent urinary stress incontinence, urinary frequency, nocturia, urinary incontinence, vulvar biopsies (reports not provided), vulvar itching and burning, recurrent stress incontinence, overactive bladder, and cholecystectomy.